Event description:
It was reported that during an unknown procedure, the surgeon said the device doesn't coagulate. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the shaft bent. The device was tested with a generator and was functional, activating with both max and min buttons, and cutting and sealing the test media. There were no anomalies noted with the functionality of the device. We are unable to conclude how the shaft became bent, but the damage could have happened during the transit of the product to our analysis site. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.